Manufacturer narrative:
Other, other text: returned device was received in excellent physical condition. During the evaluation of the device, the intermittent "no disposable" alarm was able to be confirmed. The downstream occlusion sensor was the fault and needed to be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
The pump presented with an error message cassette "badly fixed". The user tested the error with a different cassette but the issue persisted. There were no adverse events reported.